Event description:
It was reported that the customer experienced a low blood glucose (bg) bg value not provided. Low bg cause was not known. Customer consumed stopped insulin deliveries to address bg. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.